Event description:
It was reported that the customer had 4 low blood sugar reactions, 5 number of mild and 0 number of serious for past three months. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.